Event description:
It was reported the annuloplasty ring was explanted due to mitral regurgitation (mr) and systolic anterior motion (sam). Per the patient's medical records, the patient had mitral valve repair three days prior which resulted in sam. This was re-repaired with the subject device. Post-op transesophageal echocardiogram (tee) showed no mr and no sam. However, the patient was found to have severe mr due to sam approx. Three days later. The previous repair was found to be intact and saline leak test showed complete competence. All the repair sutures as well as the artificial chords and the ring were taken down. ...saline leak test showed significant leak due to lack of coaptation. At this point, decision was made to replace the valve. The valve was sized to 27 mm. Post tee showed no paravalvular leak. The patient tolerated the procedure well and was transferred to cticu in stable condition.

Manufacturer narrative:
(B)(4). Systolic anterior motion (sam) of the mitral valve may occur after mitral valve annuloplasty. It is typically due to redundant native leaflet tissue and may result in left ventricular outflow obstruction after mitral valve repair. This may require additional leaflet resection or a mitral valve replacement. Unfortunately, the root cause of this event cannot be confirmed with the abscence of cardiac imaging and the subject device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.